Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the user was unable to decrease the selected defibrillation energy value from the main control panel. The complainant indicated that there was no pt involvment in the reported malfunction.